Event description:
The patient was implanted with a left ventilator assist device (lvad). It was reported by the bio-med that the left atrial line was ingested into the pump, resulting in a pump hemolysis. The patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
According to the information provided, the lvad pump will not be returned as the cause of hemolysis was unrelated to the pump and no evaluation is required. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.